Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #: 3005099803-2009-xxxxx for a description of the first device. It was reported to boston scientific corp. That during a vaginal vault suspension procedure with anterior pelvic floor repair using an uphold vaginal support system, the physician had difficulty throwing two mesh legs through the pt's right sacrospinous ligament. He pulled the device out of the pt, and a mesh leg tore through the ligament or some other tissue it had been thrown through, possibly the coccygeus muscle. There was no bleeding, and no intervention required. The physician cut the mesh leg off because he had removed the sheath, and used a goretex suture to tie the graft into place in the sacrospinous ligament, with no further complications to the pt, who is reportedly "fine" post-procedure. The physician stated he recognizes that he needs to keep his opposing index finger on the ligament to "round out the turn" the next time he places an uphold.

Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.